Event description:
This supplemental report is being filed to provide additional information that the patient had another inappropriate shock due to oversensing of noise via reduced intrinsic complexes. Therapy has now been programmed off. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had inappropriate shocks due to oversensing of noise via reduced intrinsic complexes. Office testing found noise in all three sensing vectors. Technical services advised some programming options. The clinic has programmed therapy off for now and will discuss options with the family. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise via reduced intrinsic complexes. Office testing found noise in all three sensing vectors. Technical services advised some programming options. The clinic has programmed therapy off for now and will discuss options with the family. There were no additional adverse patient effects. The system remains implanted.